Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files were evaluated and confirmed the reported event of low power hazard and power cable disconnect alarms on 05nov2025 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by a loss of alternating current (ac) power to the mpu, as the voltages within both power cables steadily decreased leading up to the alarm. The backup battery supported the system as intended during the loss of external power, and the alarm resolved within a few minutes when power was restored to the system. No other notable events or alarms were observed within the reviewed duration of the log files. The mobile power unit (mpu) (serial number unknown) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported alarms could not be conclusively determined through this investigation. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage and power cable disconnect alarms. This section also provides the actions to take if the alarms do not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested alternating current (ac) electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The section, entitled, ¿safety checklists¿ provides the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist system, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review. The log file captured low power hazards on (B)(6) 2025. The low power hazards events occurred while the patient was using a mobile power unit (mpu). It was the result of the mpu losing power, potentially due to the plug coming loose from the wall or a power disruption. Otherwise, the event log file captured routine events. There were no adverse alarm conditions or parameter changes.

Event description:
It was reported that log files were sent for review. The log file captured low power hazards on (B)(6) 2025. The low power hazards events occurred while the patient was using a mobile power unit (mpu). It was the result of the mpu losing power, due to the plug coming loose from the wall or a power disruption. Otherwise, the event log file captured routine events. There were no adverse alarm conditions or parameter changes.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.